Manufacturer narrative:
The insulin pump was received with button error alarm and no down arrow button response due to corroded keypad traces. Displacement test wasn't performed due to the keypad traces. The device was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and cracked case at the reservoir tube window corner.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 227 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.